Event description:
Using clear care contact lens 3% hydrogen peroxide cleaning and disinfecting system, the platinum disc contained in the disinfecting container that is part of the system failed to exhibit the usual bubbles when the disinfecting solution was added to the container along with the contact lenses requiring disinfection. When the solution was used with an older platinum disc, the ...

Event description:
Additional info received from the reporter on 03/04/2015: I received a replacement clear care 3% hydrogen peroxide cleaning and disinfection solution directly from alcon for a defective product which I also reported to you on 01/24/2015. The replacement product has a defective platinum neutralizing disc in the contact lens disinfecting case provided with the product, causing the hydrogen peroxide solution to "over-bubble" and flow outside of the case. When completely neutralized, as evidenced by the cessation of bubbling action, the case contains less than half the required solution needed to keep the contact lenses hydrated. The lot number is 235205f, expiration 2016/10. It is obvious that alcon laboratories has a quality control problem and, if not corrected, could potentially cause harm to those contact lens users who do not observe either it's inaction, or over-reaction, and potentially expose their cornea to un-neutralized hydrogen peroxide.